Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, positioning difficulty and stent damage occurred. Vascular access was gained via the right radial artery. The target lesion was located in a non tortuous distal right coronary artery. A non bsc guide catheter and a non bsc guide wire were chosen for use. The guide wire easily crossed the lesion. A promus element plus 3x12mm stent was advanced and easily crossed the lesion. The physician instructed the patient to stop breathing and not to move while the stent was being deployed. Stent inflation was initiated to 3 atm and simultaneously the patient took a deep breath and moved. The stent shifted to a position proximal to the lesion. The physician aborted the stent placement and decreased the balloon to 1 atm. The physician then remove the stent from the right coronary artery without difficulty, the stent was still positioned on the balloon which remained inflated at 1 atm. When the stent reached the tip of the guiding catheter the stent was too large to be retracted. The stent collapsed end to end "accordion type fashion". The physician then retracted the guide catheter and the stent delivery system as a unit into the right radial artery. The stent remained intact with the balloon and the stent remained "crunched" end to end. The physician then gained access in the right femoral artery and performed the intervention to the right coronary artery with another 3x12mm promus element plus stent. The stent crossed easily and deployed. The intervention was successful. The physician then addressed removing the "crunched" stent from the patient by exchanging the femoral sheath with an 8f sheath and choosing a jr4 mach 1, 8f guide catheter. A non bsc 175 cm in length snare was advanced through the aorta, around and down the arm to the radial artery. The guide wire and the tip of the stent were snared. The physician was able to retract the stent delivery system toward the body and into the aorta, then down the descending aorta toward the 8f guide catheter. With wire cutters the physician clipped the hub off the stent delivery system and pulled the system into the 8f sheath, then out of the patient. The stent was removed whole and still intact around the balloon. All devices were completely removed from the patient. There were no reported patient complications and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).